Event description:
The lay user/pt contact lifescan (lfs) on 07/02/06 alleging segments were missing on his one touch ultra meter. A medical affairs specialist (mas) mailed on his one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. In 2206 around 7:00 am the pt was unable to test due to setments missing on his one touch ultra meter. He experienced a headache; however, does not remember whether he experienced the headache prior to testing. He went to the ER where he was tested on a precision meter and rec'd a 294 mg/dl and was treated with insulin. Customer care advocate (cca) sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, how long segments had been missing on the meter and when the pt experienced symptoms. The complaint is being reported since the pt was unable to test at the time of experiencing symptoms and was treated with insulin.

Manufacturer narrative:
#D4 lot# was not provided. Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.